Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the keypad buttons responded properly to user presses. The keypad cover was removed, and contamination was found under the up arrow, down arrow, and ok button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the display is difficult to read, and when they tried to adjust the contrast, the backlight button did not work. There is no adverse event reported. This complaint is being reported as the issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.